Manufacturer narrative:
In this case, minimal information was received regarding the event. Attempts to obtain additional information have been made. There has been no response at this time. There is currently insufficient information to determine the root cause of this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If new information becomes available, a supplemental report will be submitted.

Event description:
As reported through social media, patient stated that 'I had to have it done... I also had to have emergency open heart surgery and 2 bypasses... I had to have a new aortic valve... Went into cardiac arrest had to be shocked 8 times..going into cardiac arrest I had 2 strokes..stayed in hospital 18 days...doing ok now....' It is unknown when the patient received the new valve replacement. The patient's pre-existing and replacement valve model and size are unknown.